Manufacturer narrative:
(B)(4).

Event description:
During treatment with a molecular adsorbent recirculation system (mars) on a prisma machine, a blood leak was detected approximately one minute into treatment. The leak observed was minimal; treatment was stopped and the set was discarded without returning the blood from the circuit resulting in a blood loss of 217 ml. Treatment was restarted on a new prismars set and completed without any additional issues.